Event description:
During biomed testing the device failed to powere on. A "burning smell" came from inside the unit and the battery was found to be swollen and had melted the battery door. There was no patient involvement in the reported malfunction.